Manufacturer narrative:
Model number/ catalog number: sc-2218-70, serial number: (B)(4), batch/ lot number: 5102924, model/ catalog description: linear st lead kit 70 cm. The explanted device was not returned to bsn.

Event description:
A report was received that patient developed an infection. Redness at the surgical site was noted. The physician believed that the infection was though device or procedure related. Nothing happened during the procedure to suspect an infection would occur. The patient was placed on antibiotics and underwent an explant procedure. The patient was dong well postoperatively.